Manufacturer narrative:
The returned device was evaluated. During evaluation, the device was able to power on using ac and dc power and engage in monitoring. The unit was found to visually and audibly alarm during alarm conditions; however, pushing the alarm limit buttons caused the unit to shut down due to a defective ui board. A service history record review reveals that this unit was in the field for over six (6) years with no previous reported issues prior to this reported event.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the unit powers off when alarm limits button is pressed. There were no consequences or impact to patient reported.